Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6), additional patients added to section b5. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was performed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity, however, no related trends were identified regarding commonalities for lot number 70400ud00 and issue for the product. Additionally, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 70400ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 70400ud00 was identified.

Event description:
The customer reported falsely elevated alinity I free t4 results on multiple patients. The following results were provided: on (B)(6) 2025, sid (B)(6), = 32.55 pmol/l, repeat on another alinity = 17.90 pmol/l; tsh = 0.65 miu/l sid (B)(6) = 29.7 pmol/l repeat 13 days later = 14.0 pmol/l , sid (B)(6) = 30.4 / 14.5 pmol/l, sid (B)(6) = 37.4 / 15.4 pmol/l, sid (B)(6) = 37.7 pmol/l, repeat = 13.6 pmol/l (14 days later). Additional patients provided on (B)(6) 2025: on (B)(6) 2025, sid (B)(6), free t4 = 31.2 / 14.3, tsh = 1.05; free t3 = 4.6, on (B)(6) 2025, sid (B)(6) free t4 = 28.5 / 16.9 (1 yr ago); not on t4 (free t4 reference range: 9.0-19.0 pmol/l) . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated alinity I free t4 results on multiple patients. The following results were provided: 01may2025 sid (B)(6) = 32.55 pmol/l, repeat on another alinity = 17.90 pmol/l; tsh = 0.65 miu/l sid (B)(6) = 29.7 pmol/l repeat 13 days later = 14.0 pmol/l, sid (B)(6) = 30.4 / 14.5 pmol/l, sid (B)(6) = 37.4 / 15.4 pmol/l, sid (B)(6) = 37.7 pmol/l, repeat = 13.6 pmol/l (14 days later), (free t4 reference range: 9.0-19.0 pmol/l). No impact to patient management was reported.